Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2002 patient underwent the following procedures: anterior cervical discectomy and fusion, c6/7 with synthes plate, screws and allograft to treat the following pre-op dx: herniated right c6/7 disk. On (B)(6) 2009 the patient underwent the following procedures: ultrasound guided percutaneous insertion of #7 french sheath on the right common femoral artery, percutaneous insertion #6 french sheath on the left common femoral artery, retrograde bilateral iliac arteriograms, aortoiliac arteriograms, percutaneous balloon angioplasty of the right common iliac artery with on 8 mm balloon, stenting of the common iliac artery with 10 x25mm express sent, balloon dilation of the proximal and distal left common iliac artery with an 8 x 4 mm balloon, completion aortoiliac arteriograms, angio-seal closure of both common femoral artery puncture sites to treat the following pre-op dx: bilateral iliac artery stenosis. On (B)(6) 2011 the patient underwent the following surgeries: stage I anterior lumbar interbody fusion l4-l5 and l5-s1 with anterior instrumentation and peek to treat the following diagnosis: lumbar degenerative disk disease and instability with lumbar radiculopathy. Op-notes: after gaining good access to l5-s1, l4-l5, and also looking at the l3-l4 level, x-rays were obtained to assure that we marked out the correct levels. There was severe spondylosis. Based on the degree of spondylosis, the surgeon had to perform a partial corpectomy of the superior aspect of the sacrum to get a good interbody fixation and good stabilization from an anterior approach. Then surgeon drilled posteriorly removing more of the body of s1, fashioning and deciding on a 16mm peek interbody spacer. Rhbmp-2 was then reconstituted and then utilized the orthorfix pillar system utilizing a 16mm peek interbody spacer with 7 deg. Of lordosis within the l5-s1 interspace and this was packed with infuse for bone grafting purposes. After completion of the interbody fusion of l5-s1, then they placed the screw and washer measuring 30mm in length into the body of l5. This will act as a buttress and prevent the interbody graft from kicking out. After completion of the interbody fusion at l5-s1, then they prepared the l4-l5 interspace for interbody fusion with a combination of curettes and pituitaries working all the way back to the posterior longitudinal ligament. The surgeon obtained great fixation and the interbody device was placed within l4-l5 with great positon on ap and lateral x-rays and this was packed with rhbmp-2. Two 30mm screws to provide fixation through the interbody graft, 1 into the body of l4, 1 into the l5. An anterior plate was then applied. The wound was then irrigated. Then they approached the l3-l4 interspace which was evaluated, however, was extremely spondylitic and therefore it was decided not to perform any anterior interbody fusion of l3-l4. Final x-ray showed good position of anterior interbody fixation. On (B)(6) 2011 the patient underwent the following surgeries: stage ii posterior lumbar revision decompression left side l4-l5 and left side l5-s1 with facetectomies and the l3-s1 posterolateral fusion with instrumentation, local bone grafting and bmp. Op-notes: the surgeon opened an rhbmp-2, a large kit, as well as allograft chips. At that time, they used an alphatec zodiac pedicle screw system to provide fixation and place pedicle screws from l3-l5 and l5-s1, however, between the l3-l4 level I abundant amount of local bone graft was placed posterolaterally as well as rhbmp-2 wrapped around as an extender. After completion of posterolateral fusion from l3-s1, the surgeon tested each of the screws with triggered emgs and the ap and lateral x-rays did show great position of the instrumentation, however, the right l5 pedicle screw did had some hypersensitivity. This was then repositioned, however, it continued to have these abnormalities, however, it did look great x-rays, however decided to remove the l5 screw on the right rather than putting him at risk for an iatrogenic nerve root injury. Therefore, at that point in time, the surgeon utilized the 110 mm rod to connect the screws from l3-s1 bilaterally. Top nuts were applied as well as to close the final locking mechanism. Once crosslink large was applied to increase the rotational stability of the construct. Final x-rays did show great position of the instrumentation. A hemovac drain was placed in the epidural space. The patient was transferred to the recovery room, intubated, in stable condition. On (B)(6) 2011 the patient underwent the following surgeries: anterior exposure of l3-l4, l4-l5 and l5-s1 disk levels, anterior lumbar interbody fusion of l4-l5 and l5-s2 levels to treat the following pre-op diagnosis: degenerative disk disease at l3-l4, l4-l5 and l5-s1. No other information was provided. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.